Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a faradrive sheath was suspected of having a leak in the hemostatic valve. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device was discarded and will not return.